Event description:
As the incision was being made, the blade broke and was retrieved from the surgical site.

Manufacturer narrative:
The blade broke as the surgeon was making a new incision during an arthroscopy procedure. The piece fell into the surgical site and was retrieved with the aid of x-ray and a scope. There was no pt injury or need for further intervention. The sample has not been returned to us for evaluation. A root cause has not been determined.